Event description:
It was reported that the insulin pump squirted out insulin during the manual prime and alarmed no reservoir. Advised that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.